Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.25 x 28 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. During removal, resistance was noted with the guiding catheter and the stent struts became flared. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; inflation: indeflator 20 atm /terumo; other: torque device / terumo, copilot. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guiding catheter resistance and stent damage were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.